Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Device not returned

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 700 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged from the ICU 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer changed supplies and continued to use the pump for insulin therapy. No additional patient or event information was available.